Manufacturer narrative:
She stated ¿I don't wait until there is a complication or rupture before taking the necessary measures and changing the sleeves." No occlusion, no tubing kinks. To summarize, another sleeve was used and no patient harm because the reporter anticipated. Two red translucent 0.9 ultra infusion sleeves were visually inspected. No abnormality was observed. Irrigation flow rate with the lab stock 0.9 mm aspiration bypass system (abs) mini balance tip, the returned infusion sleeves and the sentry handpiece was performed on the console. The infusion sleeves were able to be attached on the handpiece without twisting on the tips. The flow rate was between 60cc/min and 64 cc/min which exceeds the minimum flow rate of 57 cubic centimeter per minute cc/min). The irrigation free flow rate was within specification. The customer's experience was unable to be replicated. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An ophthalmic surgeon reported that during sculpting mode of cataract surgery (with intra ocular lens implantation), preventing irrigation and causing the anterior chamber to collapse and the sleeves were soft. The surgery was completed by using another sleeve. There was no impact to the patient.